Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital. Contact did not allege any issue with the infusion set, pump or cartridge. Contact reported that the customer was not being compliant, declined to speak to tandem, or collaborate with the hospital staff regarding infusion set information. No additional information was provided.